Event description:
The displayed couch position may be incorrect if the couch is moved manually during a cct procedure. Couch positions that are viewed on the gantry are correct during a cct procedure, but the couch positions that are displayed on a monitor may be incorrect. These couch positions may be reported incorrectly on an executed surview, or pilot scan.